Event description:
When using the first needle on an implant case, the doctor put the needle in and hit bone. The needle bent severely and broke off stylet and all in the patient with nothing sticking out. The doctor made a small incision in the patient's perineum with a scalpel and used long forceps to grab the needle and put it out. Four radioactive pd-103 seeds are stuck in the needle which is in radioactive decay storage until the seeds decay to background. No further complications were reported.